Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced failed sensor after warm up. The patient collapsed (lost consciousness) and the husband called 911. When the paramedics arrived, they took a bg reading which was 25 mg/dl and treated the patient with IV glucose. The paramedics left the patient´s house after 1 hour. At the time of the report the patient was feeling okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.